Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('periods will be blood baths') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal distension ("bloating / you'll look and feel pregnant"), blood loss anaemia ("then you'll develop anemia from the loss of blood"), alopecia ("my hair has been falling out"), weight fluctuation ("crazy weight fluctuations"), mood swings ("mood swings"), increased appetite ("appetite") and dry skin ("dry skin"), experienced cough ("cough"), lasting 4 years and was found to have blood potassium decreased ("low potassium level"). The patient was treated with carbinoxamine maleate;codeine phosphate;pseudoephedrine hydrochloride (natifed cough syrup with codeine), potassium and surgery (essure removed). Essure was removed in (B)(6) 2016. At the time of the report, the menorrhagia, abdominal distension, blood loss anaemia, alopecia, weight fluctuation, mood swings and blood potassium decreased outcome was unknown and the cough, increased appetite and dry skin had resolved. The reporter considered abdominal distension, alopecia, blood loss anaemia, blood potassium decreased, cough, dry skin, increased appetite, menorrhagia, mood swings and weight fluctuation to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: abdominal distension, alopecia, blood loss anaemia, cough, dry skin, increased appetite, menorrhagia, mood swings, low potassium and weight fluctuation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: essure was removed, case upgraded to serious incident. Month of explantation was calculated. New events 'crazy weight fluctuations', 'bloating / you'll look and feel pregnant', 'mood swings', 'periods will be blood baths' 'then you'll develop anemia from the loss of blood', 'cough', 'appetite' 'low potassium level' and 'dry skin' were added. Treatment drugs potassium and cough syrup with codeine were added. New reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.